Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
"It was reported that a spectrum pump failed the flow rate accuracy test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The device was sent for flow testing and under-delivered. The cause was determined to be the pressure plates out of adjustment. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.